Manufacturer narrative:
Update to section d3 - email: from (B)(4). The field service representative (fsr) inspected the architect i2000sr processing module, serial number (B)(6) and found dry serum/crystallization/particles at the pipetting opening for testing. The fsr cleaned the diverter, load and unload - moulded base (rohs), part number 7-205671-02, which was deemed the cause of the issue. The instrument service history review of the architect i2000sr verifies no subsequent false positive b-hcg results have been reported. A review of trending data associated with the diverter, load and unload - moulded base (rohs) did not identify any trends. A review of tracking and trending did not identify any trends for the architect i2000sr with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the diverter, load and unload - moulded base (rohs) were identified.

Event description:
The customer observed a false positive architect total b-hcg for one patient. The following results were provided (reference range: <5 miu/ml): initial b-hcg result= 95.19 miu/ml; repeat result= <1.2 miu/ml. There was no impact to patient management reported. No patient information is available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no patient information is available.

Event description:
The customer observed a false positive architect total b-hcg for one patient. The following results were provided (reference range: <5 miu/ml): initial b-hcg result= 95.19 miu/ml; repeat result= <1.2 miu/ml. There was no impact to patient management reported. No patient information is available.